Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed pacing percentage of <1% when the device is clearly pacing as patient has no intrinsic rhythm. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
The reported complaint of lower than expected atrial pacing (ap<1%) in the device diagnostic data was confirmed. The evidence from the merlin log indicated that the device significantly undercounted the sampled pace events between the two follow-up visits. The root cause was traced to an lp firmware defect in which an alp does not appropriately bin a paced event when it is preceded by a tachy sense event and only bins the tachy sense event.